Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low prostate specific antigen (psa) result that was generated by the access 2 instrument. A pt sample was tested for psa and a result of 1.6 ng/ml was obtained. The result was reported out of the lab and questioned as this pt had a previous psa result of 9.1 ng/ml 2 months ago. The customer re-tested the original sample for psa and repeated result was 8.41 ng/ml. The customer did not receive any report of pt injury requiring medical intervention attributed or connected to this event.

Manufacturer narrative:
Based on data provided, qc was within specifications. The last system check was performed in 2008 and passed specifications. A field service engineer (fse) was dispatched to the customer's lab: the fsa performed hardware verification, and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.